Event description:
It was reported that a tlv30 was used during a left pulmonectomy, resection of pericardium. It was reported by the affiliate that the stapler's reload contained no staples. It was checked and identified just before usage. There was no consequence to the patient.